Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light/alarm will not function. The key failure is the valve is sticking. Additional malfunction is the power switch has no alarm.